Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 110 mg/dl. Customer's sensor glucose level was 44 mg/dl. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised to turn the sensor feature off, wait up to 4 hours and then turn the sensor back on to fix the issue. Customer called back to report calibrating error occurred soon after the sensor error. Calibration was not accepted and the device was calibrating alone.